Event description:
It was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Event description:
It was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. Customer¿s blood glucose level was 534 mg/dl.multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.